Manufacturer narrative:
Utmd is filing this report because the hospital medwatch report received by utmd indicated an adverse event which required intervention to prevent permanent impairment/damage. This contradicts the info obtained by utmd after it received a report of the event on (B)(6) 2010 which indicated the catheter was removed from the patient with no patient impact, and no blood loss. Utmd confirmed the catheter broke at the hub (proximal end), away from the patient. Eval: the product has not been returned to utmd for eval. (B)(4).

Event description:
Umbilical arterial catheter broke at the distal end of the catheter, nurse on site when event occurred and clamped line to prevent bleeding.